Manufacturer narrative:
Date of event: the exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). The physician believes there was an unspecified malfunction with the pressure regulating balloon. The cuff was no longer filling with fluid. He said the patient was happy with the device when it was working. All component were removed and replaced with a new aus. A full recovery is expected.